Manufacturer narrative:
The reported event of inability to advance the guidewire past the proximal electrode was confirmed. Final analysis found the complete lead was returned in one piece measuring 86.7 cm long. The inner coil was found to be stretched or damaged at the s-curve region at 80.5 to 80.9 cm from the connector pin. The damage noted was determined to be consistent with procedural damage. The cause of the reported event was isolated to the stretched or damaged inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the left ventricular lead was flushed and was ready to be used. A guide wire was inserted into the lead but was unable to be advanced past the proximal electrode. It was noted that there was a "kink" just above the proximal electrode. The lead never made contact with the patient's body. A different lead was then used to complete the procedure. No further incident was reported. The patient's condition was stable.